Event description:
It was reported that pump experienced malfunction alarms, with distributor noting repeated malfunction messages when pump was turned on. There was no reported impact to the customer¿s blood glucose level. Customer and distributor power-cycled pump but malfunction recurred, so device was planned for return and replacement pump was provided.